Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular sensitivity was programmed to 2.0 mv and r-waves measured approximately 3.4 - 5.3 mv. Egms showed intermittent t-wave oversensing. In addition, an ECG monitoring strip revealed that the ventricular rate appeared to periodically decrease to 30 bpm. A follow-up was planned.